Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the program just wasn't working/did not help after their surgery. It was reported that the battery was still working. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient got end of service (eos), that the battery had depleted, and the patient couldn¿t turn the stimulation on. On (B)(6) 2018, the patient reported that the therapy stopped helping with their urgency, noting they were voiding every half hour to every hour. They stated that it stopped helping after they had a knee surgery, which was unrelated to the device/therapy, on (B)(6) 2017. It was noted that the therapy worked fine until the surgery. The patient went back to their hcp and the hcp made sure it was working. They moved it to program 4, where the patient tried it for two weeks, but it didn¿t do anything. Programs 1 and 2 also didn¿t do any good. The patient was back at program 4 at 2.0 volts (v), where they felt stimulation. It was noted that the implanted neurostimulator (ins) was shut off prior to the surgery, but the patient didn¿t know if the hcp followed cautery guidelines and was concerned if the surgery could have damaged the device. There were no further complications reported or anticipated.